Manufacturer narrative:
Note: device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. In addition, the patient stated they had fallen back in (B)(6). Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) to have their lead replaced.